Manufacturer narrative:
(B)(4). Batch # n90c36. The analysis results found that the er320 device was received with no damage in the external components. In addition, 1 scissored clip was returned in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, scissoring occurred. Fallen clips were retrieved and no clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.